Event description:
Nurse tried to place tubing into the pump chamber. The tubing between the cassette and the key pin or clamp contained slack (too long), and should have been tight in the chamber. The additional tubing length would not allow the front cover to close or the pump to operate.